Event description:
It was reported that the lead showed oversensing. The lead was explanted and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) all insulators breached (clavicle-rib crush); full lead in segments returned and analyzed.